Event description:
Upon reassessment of the reported event, the device was determined to be not reportable and there was no harm or injury to the patient. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable and there was no harm or injury to the patient. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). UDI #:(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was an apical plug in the sterilization package that should not have been included. Attempts have been made and additional information on the reported event is unavailable at this time.